Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of probably has peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unknown date, the patient started treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag, (lot number, dose, and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, during a conversation with the peritoneal dialysis nurse she reported that the patient had a cloudy drain bag and probably had peritonitis. The patient was not hospitalized for the event and the dianeal therapy was ongoing. It was unknown if the event resolved. No statement of causality was reported for the event of probably has peritonitis.